Manufacturer narrative:
The returned device was reset during the investigation and the downloaded data was unable to be retrieved. The cause of the reported event could not be conclusively determined. Additionally, the formed needle was observed to be seen in the cannula window prior to opening the device. During the removal of the housing for investigation the needle retracted. All components of the needle mechanism was observed to be in the correct position upon cannula retraction. Inspection of the top housing showed scoring marks due to interference between the linkage assembly and top housing during deployment. Could not be conclusively determined if observed issue effected insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the patient¿s blood glucose level rose to 4 g/l (400 mg/dl). The pod was worn longer than 48 hours on the hip/buttocks.